Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in-clinic for a follow-up, post-sensed t-wave oversensing on the ventricular channel was observed on a stored egm. The device was explanted and replaced. The patient was in good condition post-procedure.